Manufacturer narrative:
Related report nubmer: 3004548776-2025-00532.

Event description:
The following has been reported by customer: there was an incident involving an unexplained medication overdose. A review of the device and the data from the night of (B)(6) 2025 is required. Reporting as a conservative measure. No adverse event effects were reported. Additional information is needed to complete the investigation.

Event description:
Device history record was reviewed, no event linked with the reported issue was found. For pump reference (B)(6), two different flow rates were recorded during the night in relation to the reported events. Initially, a low-flow infusion (0.2 ml/h) was recorded, with no deviation in flow accuracy observed. Later in the night, a higher-flow infusion (20 ml/h) was recorded, again with no flow-accuracy error detected. For pump reference (B)(6), no activity was recorded during the night corresponding to the reported events. However, an infusion was recorded during the previous day, with no flow-accuracy deviation observed. The two reported devices were received in brézins for investigation. The external examination of device (B)(6) revealed the presence of dirt distributed across multiple areas of the outer surface. The external examination of device (B)(6) revealed the presence of dirt distributed across multiple areas of the outer surface. For both devices, the internal inspection revealed: significant dirt at the assembly junction of the sub-components, breakage was also found inside the device, battery whose installation date does not comply with the manufacturer's recommendations. In addition, for device (B)(6), the linear sensor kit is pill off. During the repeatability tests, the flow-rate accuracy of both pumps was evaluated. For pump (B)(6), a flowrate test was performed at 20 ml/h for 2 hours, and the measured accuracy complied with our specifications (±3%). For pump (B)(6), a flowrate test was carried out at 6 ml/h for 1 hour, and the flow-rate accuracy was also found to be within specifications. The quality control for both pumps was found to be non-compliant: the occlusion verification test is non-compliant for both devices. In addition, for device (B)(6), an additional non-compliance was identified during the test for verifying the displacement calibration values. The reproducible tests carried out did not reveal any cases of excess flow on the two pumps. Analysis of the nighttime recordings associated with one of the pumps highlights a probable correlation with the reported event. These elements suggest that a confusion between the two pumps may have occurred at the time of the incident. The second pump only showed infusion activity before, without a direct link to the event. In light of the various elements, the complaint is considered not valid. It is recommended to perform device maintenance, update the software version, and carry out a complete cleaning to ensure optimal operation. For pump (B)(6), it is recommended to replace the linear sensor. To our knowledge this complaint is not being related to patient safety. This complaint is considered as: not valid. The trend is: n/a.